Event description:
A ventilator was returned to the MFR's service center for an alleged display issue. There was no pt harm or injury as the device was not in pt use.

Manufacturer narrative:
During the eval of the device a ventilator inoperative code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.